Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004, and mesh were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent pelvic floor reconstruction, cystocele, enterocele, rectocele repair with episiotomy, suprapubic catheter insertion,and urethrolysis due to sui, cystocele/rectocele, enterocele. No additional information was provided.